Event description:
The welch allyn customer reported that their propaq monitor switched off unexpectedly during routine testing with a biomedical engineer. The device was not in clinical use at the time. There is no death or injury associated with this event.

Manufacturer narrative:
The allegation of an unexpected shutdown could not be duplicated. The propaq cs device passed all functional tests and the expected behavior of the device to warn the user of low battery conditions was confirmed. Additionally, testing was performed with the battery that was returned with the device. The battery was found to have sufficient capacity to pass the service manual battery test. Stress testing the battery to attempt to duplicate the customer's experience confirmed that the battery held sufficient capacity to power the device, including nibp attempts, and still generate alerts and alarms as expected. The monitor has been returned to the customer.

Event description:
The welch allyn customer reported that their propaq monitor switched off unexpectedly during routine testing with a biomedical engineer. The device was not in clinical use at the time. There is no death or injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted upon receipt of the device and when the evaluation is complete.